Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced increased tooth sensitivity, gum irritation, and major gum recession. The pain and discomfort worsened over time rather than improved.